Event description:
The customer reported discovering a hole in tubing through pinch valve vl89 and approximately 5 ml of cleaner fluid under the coulter lh 750 hematology analyzer. The customer also indicated that the instrument generated white blood cell (wbc) vote outs (non-numeric result) for patient samples during the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves for this event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event. The customer provided three instrument printouts for this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that fluid was leaking at the retic shear valve fitting of the tubing which goes through pinch valve vl89. Stained blood for retic analysis runs through vl89, but the customer does not analyze retics on this instrument and has replaced the lh series retic pak reagents with diluent. The fse also noticed wbc vote outs due to a clogged wbc aperture 1. The fse removed and trimmed the tubing, and re-attached the tubing to resolve the leak. The fse also removed the wbc bath, cleaned all three apertures with 10% bleach solution, and primed the apertures to resolve the wbc vote outs issue. Failure mode of the leak is attributed to a loose tubing at retic shear valve fitting and failure mode of the wbc vote outs is attributed to a clogged aperture. Results: clogged aperture. Beckman coulter internal identifier for this report is (B)(4).